Manufacturer narrative:
A sample was received for evaluation. Functional testing shows no problem found. The customer's complaint was not duplicated. The root cause for this event is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device accuracy is off for the dose deliver. No patient injury was reported.